Manufacturer narrative:
Batch review performed on 24 october 2022 on lot 151937: (B)(4). Expiration date: 2020-05-30. (B)(4).

Event description:
The patient came in reporting patella pain and the cause is unknown. About 6 years and 9 months after the primary surgery, the surgeon resurfaced the patient's natural patella and upsized the poly due to instablity. The surgery was completed successfully.